Manufacturer narrative:
(B)(4). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unconscious and was transported to the emergency room with a blood glucose (bg) level of 1001 mg/dl. The customer was admitted to the hospital the next day for diabetic ketoacidosis (dka). The customer was treated with insulin injections. The healthcare provider informed the customer that she suffered kidney damage. The customer was discharged on (B)(6) 2017 to a nursing home to recover. The bg level was currently high; however, the customer felt better. The customer reported that the pump settings may need to be adjusted as she was trying to deliver correction boluses on (B)(6) 2017 and the pump would not allow her to bolus for more than 20 units. The customer did not know what the max bolus setting was set for on the pump. The pump was currently in storage mode and the customer did not have it to perform a system check.